Event description:
Boston scientific received information that during a two month post implant follow up, this pacemaker with chronic non-boston scientific leads revealed over two thousand atrial-tachy response events and more than one hundred non-sustained ventricular events. A review of the episodes revealed noise on the atrial channel sensed by the device. In addition, fine noise and some oversensing was noted on the right ventricular channel. Real time electrogram revealed evidence of fine noise on the atrial channel while the patient was lying on the examination bed. No evidence of noise was noted prior to the implant of this device. Both leads were programmed bipolar. The sensitivity was reprogrammed. No pacing inhibition was noted. The physician felt that due to the increased sensed noise, there was concern of a pocket/header issue. The atrial sensitivity was reprogrammed and the myopotential testing was repeated. The noise was reproducible; however, the device did not sense the noise. A decision was made to not program around the noise and a decision was made to perform a revision procedure to verify whether there was a connection issue or lead issues. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt of additional information, this event will be updated.

Event description:
An internal technical service consultant was contacted for further options to resolve the observed issues. A surgical intervention is scheduled. At the pre-surgical follow up visit, all testing and findings were consistent with the previous visit. Noise was reproducible. No change in lead impedance measurements weremfound. The leads and connection will be verified during the scheduled revision. There as no asystole greater than two seconds. Subsequently, a surgical procedure was performed. Rf telemetry was maintained throughout the procedure. This device was removed from the pocket and visually examined by physician. The device and connection appeared intact. A tug test was performed prior to disconnecting the leads from the device that confirmed no device/set screw issue. The leads were disconnected from this device and testing revealed appropriate sensing and capture for both leads, however when reconnected to this device, noise was again visible on the programmed. The leads were examined under fluoroscopy revealing abrasions on the leads. A decision was made to surgically abandon and replace both leads. When the replacement leads were reconnected to this device, no noise was noted on the electrogram. It was thought the issue was related to the non-boston scientific leads and there was no evidence of a device issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.